Event description:
Failure of toshiba imagine system during catheterization. Patient had to be transported to the ep lab in order to complete the case.manufacturer's diagnosis and services performed:1-xx-2012-xx: I checked with the customer and system is functioning as it should.1-xx-2012 - xx: the system is still functioning as it should. I am closing the case as resolved.1-xx-2012-xx: customer reported a raid error and was unable to perform rec fluoro. I confirmed the raid error and inability to aquire images upon arrival.rebooting the system did not clear the error. I ran the image drive status program and the raid was not recognized at all.I reseated the master pwb and all the power supplies in the raid. I reseated the drives in the raid and the fiber channels. When I repowered the system, the raid was normal and I was able to aquire images in all modes. System performed normal. I rebooted and performed aqcuisions each reboot. The system appears to function as it should.I will order a master pwb and a raid controller to have available in the event the problem returns.